Manufacturer narrative:
Product event summary: the introducer was returned and analyzed, substantial dried blood visible at various locations and inside valve. The analyst noted that sufficient cleaning not possible to accurately test.

Event description:
It was reported that during the implant procedure, the introducer was leaking air when aspirating and was not better after reinserting the dilator. Another introducer was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.